Event description:
It was reported that a patient experienced overstimulation with an intermittent and ongoing ¿zapping¿ sensation that was described as positional. The ¿zapping¿ sensation was documented by patient report. Reprogramming was performed, and device data were uploaded. The patient reported that reprogramming resolved the ¿zapping¿ sensation for a couple of weeks, but the sensation later recurred and remained ongoing. The event was assessed as probably related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from a representative (rep) indicated that a query was placed and the patient had preprogramming done on 25-sep-2025, 23-oct-2025, 12-mar-2026. The information has been confirmed with the clinical site.